Event description:
The customer reported via phone call that the customer experienced low blood glucose levels. The customer's blood glucose was 40 mg/dl. The customer explained that he ate fast food and was really busy some days. The customer was advised of the temporary basal feature on the insulin pump. The customer's insulin pump was also activating the threshold suspend feature a few times a week when it properly should. The customer declined troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.